Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Additional manufacture dates: 8/6/2014 and 8/27/2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: pioneer surgical technology manufactured the provisional tensioning device, part number (B)(4) and lot number p186596. The supplier¿s certificates of compliance indicate the parts were manufactured to and met the required specifications. The receipt of this lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an event occurred with a provisional tensioning device; the tensioner would not lock down on the cable. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A request for destructive testing (in order to complete the product evaluation) was approved on may 19, 2015. Results of manufacturing investigation are pending. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: functional inspection found that the locking bit would not lock down on a 1.7mm cable due to friction of the camming surfaces. Instrument milk was applied to the camming surface of the locking bit. Functional inspection after instrument milk was added to the assembly found that the device functioned as intended. The root cause is a dry assembly. The instruction for use state that the device should be instrument milked after each cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.